Manufacturer narrative:
Correction: date of event was initially reported as (B)(6) 2017. The correct date of event to supersede the previously reported date is (B)(6) 2017.

Event description:
New information received stated that the atrial lead also exhibited loss of sensing and loss of capture.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited low impedance. On (B)(6) 2017, the lead was capped and replaced. The patient tolerated the procedure well and there were no complications.